Manufacturer narrative:
Information regarding section suspect medical device common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use information regarding section : non-healthcare professional (B)(4). Investigation evaluation: a product evaluation was performed only by the video provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the video provided, the device did not spray powder when the catheter was removed. It is likely this was from an internal clog. The device was then deactivated indicating carbon dioxide remained in the cartridge. However, per the video provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the video provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was likely a clogged catheter. The report indicates the first catheter clogged and the evaluation of the video provided suggests that lead to an internal clog within the device. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion can be a cause of this device having an internal clog and not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Although the device sprayed with the returned catheters after the internal clog was released, during the evaluation fluid was found in one of the catheters. The report further indicates the device was tested prior to use. Per the video provided, the hemospray device was pointed downward, shaken, and turned upside down during testing. The IFU states the following, "to deploy powder, hold handle upright." Once the carbon dioxide has been activated, handling of the hemospray device can affect the device's ability to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. The device worked fine for the first half of the case. The first catheter clogged, switched the catheter, and could not get the powder to exit the second catheter. [The user] took the second catheter off and inspected. [The user] tried to get the powder out of the gun; the gun would only produce powder sparsely. The district manager does not believe the second catheter was clogged...per the district manager, maybe the clog was inside the gun. The procedure was three fourth's complete; the customer did not perform the last portion (second layer of spraying, or close to it). An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.